Manufacturer narrative:
Date recv'd by MFR: 03oct2019. The customer contacted product support and was advised to replaced the touch screen to address the issue. Per field service engineer (fse) this customer does not own this v60 serial #(B)(6). Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019.

Event description:
The customer reported that the touch screen is unresponsive. The customer reported that the unit was not in use on patient.